Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was low (no specific reading reported), the patient was not feeling hypoglycemic. The patient took a fingerstick and the blood glucose reading was 556 and 500 mg/dl. The patient went to the hospital and was admitted with diabetic ketoacidosis. The patient was treated with insulin injections. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was low and the patient was not experiencing any symptoms. The patient took a fingerstick and the blood glucose reading was 556 mg/dl. A second fingerstick was taken, but the patient could not remember this reading. The patient went to the hospital and was admitted with diabetic ketoacidosis. The patient was treated with insulin injections and was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.